Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned smarttouch cpr3h was tested and the reported behavior was confirmed: only one led turned on when interrogating a test implant. - the same implant was then interrogated with a reference telemetry head, and normal functioning was observed. - external visual inspection of the subject telemetry head did not show evidence of a broken component. - however, based on available data, the observed issue most probably resulted from a damaged component inside the telemetry head, which could have resulted from normal wear or from a mechanical shock.

Event description:
Reportedly, there was only one light on when interrogating a device.

Manufacturer narrative:
Correction of initial MDR : g3 3. Date received by manufacturer corrected to 28 june 2024 a 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Upon reception, the returned smarttouch cpr3h was tested and the reported behavior was confirmed: only one led turned on when interrogating a test implant. The same implant was then interrogated with a reference telemetry head, and normal functioning was observed. External visual inspection of the subject telemetry head did not show evidence of a broken component. However, based on available data, the observed issue most probably resulted from a damaged component inside the telemetry head, which could have resulted from normal wear or from a mechanical shock.

Event description:
Reportedly, there was only one light on when interrogating a device.